Event description:
Patient reached out to customer success and questioned their results. The patient took a curative test on (B)(6) 2020 and received a positive. However, the patient's child and partner both tested negative. In addition, the patient took a rapid antigen test and one additional pcr test with curative and all resulted in negative. Patient feels that their results are suspicious and that they received a false positive from curative's pcr test.

Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The eua (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in metabase (patient database) that the patient did receive one positive curative test result. The patient's sample was collected on (B)(6) 2020 at 2:05pm. The patient's sample first resulted in a viral CT value of 38.4, which is within the repeat range. The patient's sample was run again and resulted in a viral CT value of 37.3, which is within the positive range. The result was released to the patient on (B)(6) 2020 at 3:09pm. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the sample was resulted correctly and any contamination to the patient's sample was ruled out. The initial patient's sample was located on plate-h021448 at position h12 using the hamilton microlab starlet liquid handler to transfer the sample from the collection tube to the 96 well plate on (B)(6) 2020 12:51pm. The patient's plate was extracted by a cla (clinical laboratory assistant) using the tecan resolvex a200 machine #2, using filter plate lot fg1628, tcep lot 122520sr-tc1, wash buffer 122420gc-gb1, and elution buffer lot 201407. The same tecan was also used with the same reagents to extract plate-h021394, plate-h021448, plate-h021392, plate-h021453, plate-h021398, plate-h021399, plate-h021438, and plate-h021437 at the same time and a different pattern of amplification was observed, indicating there was no contamination in the reagents used for extraction. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Master mix batch 222 was used for pcr and was qualified to use. Pcr template was transferred by using the hamilton microlab starlet liquid handler. Because the result of the patient's initial sample fell into the repeat range, a second run for the sample was run on (B)(6) 2020 at 9:44am on plate rh001380 position f7 using the hamilton microlab starlet liquid handler. The patient's plate was extracted by a cla manually using filter plate lot 599786, filter plate lot 599893, tcep lot 122520bs-tc1, wash buffer lot 122620ch-ng2, and elution buffer 599822. All qcs for the plate were within range, eliminating the possibility of contamination. Plates rh001374, rh001375, rh001377, rh001379, and r003520 were extracted at the same time with the same reagent lot numbers. No abnormalities were observed and most blank wells in the runs correlated, ruling out switched plates during extraction. In addition, the floating blank was in the correct position. The plate template was transferred to the master mix batch 222 by using integra viafill 20051169. A customer success team member responded to the patient via email and voicemail and explained to the patient that their sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.